Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that a pericardial effusion was noticed after performing the last ablation lesion. The patient's blood pressure had decreased around the same time that the pericardial effusion was discovered and confirmed on intracardiac echocardiography (ice). The reporter stated that no known medical intervention was performed. The blood pressure stabilized, and they continued to monitor the pericardial effusion. The patient was reported to be in stable condition. Since no invasive medical or surgical intervention had been provided for the pericardial effusion, there is no indication that the pericardial effusion has contributed to any permanent impairment and/or damage to the patient. No extended hospitalization was reported. Therefore, this event was assessed as non MDR reportable. However, the biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 26-jun-2024, there was a hole in the pebax surface with reddish material inside it. This was assessed as MDR reportable with an awareness date of 26-jun-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual inspection was performed, and a hole was observed on pebax's surface with reddish material inside it. The magnetic and force features were tested, and no errors were observed. The force values and the vector were observed within specifications. No force or magnetic issues were observed. A manufacturing record evaluation was performed for the finished device 31253708l number, and no internal action related to the complaint was found during the review. An issue was identified during the investigation. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. Prior to reinsertion, ensure that the irrigation holes are not plugged by increasing the flow rate and verifying flow from each of the six irrigation holes. Also, to verify compatibility between the sheath and the catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Medical device problem code of "appropriate term/code not available (a27)" represents patient event determined as non-serious. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).